Manufacturer narrative:
The device was not returned. An event regarding a discolored device involving a 32mm std lfit v40 head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned however an image of the device was provided. The device was unremarkable. Device return is needed to fully investigate medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as the reported device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened. Not returned.

Event description:
Opened lfit 32 mm +omm head for total hip replacement, noticed yellowish/brown tarnish on head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Opened lfit 32 mm +omm head for total hip replacement, noticed yellowish/brown tarnish on head.